Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history report indicates that the DHR not available as device is older than 13 years. According to se075477 the documents for instruments have to be stored for 10 years. Placeholder.

Event description:
It was reported that the small battery drive casing for 12v battery froze up. This is report 1 of 1 for complaint # (B)(4).